Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Black cone impactor piece broke while in use.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary knee replacement. Black cone impactor piece broke while in use. Other tibial impactor on set was used. Desired outcome achieved with 2 minutes delay and no adverse event. No products were returned however a photo of the device was and the failure mode was confirmed. Without further information or return of the product the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.